Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about blood leaked from the catheter during use. It was reported that blood leak occurs immediately after catheter insertion.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Three photographs and one 24ga nexiva IV catheter were provided for investigation. A functional test revealed a leak in the catheter tubing near the nose of the catheter adapter. A microscopic examination of the leak site revealed a v-shaped breach in the tubing, which may have been caused by a needle. The needle was not returned with the IV catheter. The root cause of the reported issue could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.